Manufacturer narrative:
Ventec advised the reporter that this device is owned by a distributor and that it is no longer under warranty. As a result, any required service would be billable. Ventec recommended that the reporter contact the distributor to facilitate the return and replacement of the device. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the ventilator alarmed for "low inspiratory pressure" and "patient disconnect." During testing, the reporter also observed that the ventilator's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.